Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery for right shoulder arthroplasty that the glenoid impactor broke. There was no harm or injury to patient and no reported delay. The procedure was completed using another impactor. Due diligence is complete. No additional information is available.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, d4, g1, g3, g6, h2, h3, h4, h6, h11. Visual examination of the returned product identified the grey tip is fractured. Wear & tear is seen that indicates repeated use during a potential field age greater than 4 years. Fracture surface artifacts of hackle marks, river lines, and a probable bending hinge are visible. An uncommon feature of whitened, possibly from smearing, artifacts is present, which may suggest contact damage accumulated during impacting (prior to complete fracture) or after fracture (e.g. Continued use after fracture). These fracture surface artifacts suggest the bending overload failure mode, possibly initiating in fatigue review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed as product was returned. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.